Manufacturer narrative:
(B)(4).

Event description:
This pacemaker system was explanted due to infection. A new system was implanted the same day.

Manufacturer narrative:
(B)(6) 2017 - we received information that this lead was used as a temporary lead. There is no complaint against this lead.